Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Event description:
As reported through the alterra clinical trial, the patient presented with severe pulmonary regurgitation (pr) and underwent a tpvr with an alterra present and 29mm sapien 3 valve in the pulmonic position. The implant was a success with resolution of the pr and no evidence of pvl. No procedural complications were reported. The patient's 30-day follow-up echo showed leaflet thickening (halt) and restricted leaflet motion. No patient symptoms or intervention were reported. During the one-month follow-up with the physician, cardiac CT showed presence of thrombus. Tte showed a mean gradient of 7 mmhg. The patient was started on anticoagulation. Tte one month later showed trace pulmonary valve regurgitation and a small mobile echodensity near the proximal portion of valve stent. During the patient's 4 month follow-up visit with the physician, tte showed a smaller thrombus and anticoagulation was continued. The 6 month follow-up tte revealed the 29mm sapien 3 valve with mild central regurgitation and a mean gradient 11.7mmhg. The 1 year and 9 months follow-up tte showed moderate central pulmonic regurgitation and peak gradient of 30 mmhg. Per the 2 year follow-up tte, the bioprosthetic leaflets were noted to be thickened with severe pulmonic insufficiency. There was very mild prosthetic pulmonic stenosis with a gradient of 28mmhg which is somewhat elevated by increased transpulmonic stroke volume associated with pulmonic regurgitation. Approximately 3 years post implant the valve and pre-stent were explanted.

Event description:
Medical records were received for review, confirming that the patient developed thrombus of the alterra requiring anticoagulation on warfarin. Additionally, the valve exhibited mild stenosis with severe regurgitation with palpitations. The patient elected to proceed with surgical intervention, with the intention of discontinuing anticoagulation therapy due to her plans to start a family. The surgical pulmonary valve replacement (pvr) was successfully performed using a non-edwards pig valve conduit.

Manufacturer narrative:
Additional information added to b.5. Corrected h.6 health effect clinical code. Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and no manufacturing non-conformances were identified. Imagery was provided a reviewed. Imagery from 30 days post implant revealed halt present on the a and c leaflets, which were noted to be partially restricted, involving more than the base but less than 50% of the leaflets. The prestent had hypoattenuating apposition along the inner aspect of the prestent, reaching from the stent to the inflow of the sapien 3 valve with a jagged appearance and indeterminate etiology. Imagery from 11 months post implant revealed no halt on leaflets a and b with unrestricted leaflet mobility. Halt was present on the c leaflet, which was partially restricted. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) has been initiated to assess risk associated with halt/ham on sapien 3 valve leaflets in the alterra clinical trial. This event is within the scope of the pra. The thickened and motion restricted leaflets post implant, along with the central regurgitation were confirmed from imagery evaluation and/or medical record. A review of DHR and manufacturing mitigations did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A technical summary written by edwards lifesciences evaluates potential root causes and risk analysis for halt/ham observed on sapien 3 valves during the alterra clinical trial. Per the technical summary, the investigation couldn't identify a link to the evaluated patient factors such as age, sex, pulmonary diameters, length, and previous cardiac surgeries; however, there could be other patient factors that has not been evaluated which may contribute to halt/ham. Additionally, manufacturing and medication factors have been eliminated as a root cause for events related to halt/ham. Investigation concluded that halt/ham is design related as it is a known phenomenon in bioprosthetic valves. Review of medical records revealed that the patient had thrombus present on the alterra stent and/or valve and was on anticoagulant medication throughout the two years. Thrombus is the formation of blood clots, which can resemble leaflet thickening. As such, available information suggests that patient factors (thrombus) may have contributed to the reported event. As reported, ''during the 30-day follow-up, thrombosis on the alterra stent framing was observed. The patient was started on warfarin''. Additionally, during imagery review the following was observed during 30-day imagery: ''alterra prestent thrombus - hypoattenuating apposition along the inner aspect of the prestent reaching from alterra inflow to inflow of sapien 3 with an overall jagged appearance, indeterminate etiology; thrombus vs pannus.'' Leaflet thickening and restricted leaflet motion were observed in the 11-month post-implantation imagery. Per the technical summary, presence of halt is indicative of the presence of ham. The thickening of the leaflet can restrict or reduce leaflet motion. Similarly, thrombus formation on or surrounding leaflet, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As such available information suggest patient factors (thrombus) and/or design related issue (thickened leaflet) may have contributed to the leaflet motion restriction. Per the technical summary, data suggests that halt does have some contribution to degree of regurgitation. Presence of leaflet thickening/ halt and restricted leaflet motion, could impact proper leaflet coaptation, leading to central regurgitation. As such, available information suggests that patient factors (restricted leaflet motion due to thickened leaflet/ thrombus) may have contributed to the reported event.